Manufacturer narrative:
The patient's serial number and date of initial implantation is currently unknown. This report is submitted on january 24, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
It was reported that the patient developed an infection at the incision line and was subsequently treated with oral antibiotics on (B)(6) 2016. The implanted device remains.